Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An m2a 38mmx48mm cup, part # rd118848 from lot 375460, was returned and evaluated against the complaint. Visual inspection found scratching on the inner radius. Multiple impact marks were observed at the bottom of the inner radius. Sections of the porous coating have chipped away from the cup. Foreign debris remains stuck to the porous coating. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised approximately 14 years post implantation due to pain, synovitis with pseudotumor, alval reaction, and elevated metal ions. Additional information received, noted that there was mild corrosion on the stem trunnion. There was also 1l of blood loss noted during the revision, however no transfusion was noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #11-173664 m2a 38mm mod hd+6mm nk no skrt lot #196230, item #87-57-056-02 biolox delta hip system lot #2897702. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown head, unknown; unknown, unknown femoral stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09273. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approx. 14 years post implantation due to pain, synovitis with pseudotumor, alvar reaction, elevated metal ions. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).. Concomitant medical products: mlry-hd lat por fmrl 11x160mm, pn 11-104211, ln 872370. UDI: (B)(4). Reported event was confirmed by review of op notes. Review of primary surgery's op-notes determined that the patient underwent a total left hip arthroplasty due to degenerative osteonecrosis. A m2a 38mm x 48 porous cup, m2a modular head 38mm, mallory head porous coated stem 11.8 x 168mm were used to complete the procedure. Review of revision surgery's op-note confirmed the reported event. Patient underwent revision of left total hip arthroplasty due to pain, synovitis, pseudotumor, alvar reaction, and elevated cobalt chromium ions. During the procedure, significant sinovitis effusion within the left hip joint and alvar type of reaction/ aseptic lymphocytic vasculitis associated lesion was observed. Mild corrosion was noted on the trunnion. 1 litre blood loss had occurred during the procedure. No blood transfusion noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.